Event description:
A bipap a30-s silver series device was returned to a third-party service center for service with no initial alleged complaint. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed a ventilator inoperative error code e086 (failure of the outlet pressure sensor), and the printed circuit assembly (pca) will need to be replaced. Additionally, the service technician noted that the device data identified an unrelated error code. This error code is consistent with normal device operation and expected use conditions and is not considered reportable under medical device reporting requirements. No evidence was identified to suggest that this error code contributed to or caused the reported event. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.